Event description:
The screens remain stuck on a black screen while the robot is turning on.the issue was resolved by performing the ss2u computer change.although the displays were functioning later on may 16, during a subsequent inspection I found that they were no longer turning on. To resolve the issue, the ss2u computer was replaced, after which the system operated normally and the issue was resolved.